Event description:
The customer reported that the device was not recognized because the software on the generator had not been upgraded to the correct version. Another device was retrieved from the stock room in order to complete the procedure. However, this caused a delay in the surgery of more than 30 minutes. The procedure proceeded without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be sent for eval. A DHR review indicated that the device was released meeting all specifications. If additional info pertinent to the incident is obtained a f/u report will be submitted.